Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information.

Event description:
It was reported that the patient had a lead replacement surgery on (B)(6) 2021 (documented on manufacturer report numbers 3006705815-2022-00228 and 3006705815-2022-00229) prior to which the cervical ipg was put into surgery mode. During the surgery, the cervical ipg was unable to communicate with the external device. As a result, surgical intervention occurred during the same surgery to explant and replace the cervical ipg to address the issue.

Manufacturer narrative:
The reported observation of ¿unable to connect to generator¿ was confirmed. The analysis results concluded the inability to establish communication between the programmer and the implantable pulse generator (ipg) was due to the device entering the service application state. The root cause of the device entering the service application state was the result of the patient¿s procedure.